Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest, ventricular arrhythmias, ventricular fibrilation and subsequently expired after the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.